Event description:
It was reported that during a cholecystectomy procedure, the jaw did not function properly. The device could not be clipped when the blood vessel approached. Another device was used to complete the procedure. There were no adverse consequences for the patient. The affiliate was asked if the jaws are yielded, damaged, bent, misaligned or broken preventing proper device function. The affiliate responded stating that the jaws were bent when the surgeon was approaching the blood vessel.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.